Manufacturer narrative:
A product investigation was conducted. Visual inspection: the cable cutter w/trigger handle (p/n: 03.221.006, lot number: t157114) was received at us cq. Visual inspection of the complaint device showed one of the buttons was engaged. Upon disengaging the button, the complaint device could be assembled correctly and functioned as intended. No components were missing, damaged, or broken. There was failure/defect identified. Dimensional inspection: a dimensional inspection was not performed since it was not applicable to the complaint condition. Document/specification review: relevant drawing (current and manufactured) was reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is not confirmed as no damage was identified and the device functioned and assembled as intended. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part number: 03.221.006. Lot number: t157114. Manufacturing site: (B)(6). Release to warehouse date: 14-mar-2018. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the cable cutter w/trigger handle was found to be broken during reverse logistics audit of returned device. There was no patient involvement and no additional information is available. This report is for 1 cable cutter w/trigger handle. This is report 1 of 1 for complaint.